Event description:
Country of complaint: (B)(6). Needle detach from thread.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received - 17 unopened and 3 open race-packs. There are no units in OEM stock. There is one previous complaint of this code/batch. OEM received 17 closed samples and 3 open and used samples (two of them with the needle detached from the thread). The results of the analyzed samples conform to OEM requirements. The batch manufacturing record has been reviewed by the OEM. The results indicate a normal process and the results conform to the eom requirements. Corrective/preventive actions: action applicable. Final conclusion: the complaint is not corresponding (not justified).